Event description:
It was reported that and learned through investigation a patient with a 23mm 3300tfx aortic valve underwent a valve-in-valve procedure after an implant duration of five (5) years, eleven (11) months due to stenosis. Patient presented with heart failure symptoms of worsening fatigue and dyspnea. The procedure was performed with a 23mm 9755rsl transcatheter valve. Patient was stable post-procedure, transferred to cicu and was discharged on pod # 1. This is an 83-year-old female patient with history s/p avr (2018) htn, chf, dm, obesity, hypercholesterolemia, hld, pad, cva.

Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
H11: additional manufacturer narrative: stenosis is a common manifestation of bioprosthetic valve and valved conduit dysfunction and has many potential root causes, including structural valve deterioration (svd), non-structural valve dysfunction (nsvd), endocarditis and/or thrombosis. Bioprosthetic device stenosis is typically related to patient and/or procedural factors and is not typically an indication of a device malfunction related to a manufacturing deficiency." The subject device is not available for evaluation as it remains implanted in the patient. The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. The most likely root cause is patient-related factors, including diabetes mellitus, hypercholesterolemia and hyperlipidemia.